Event description:
Periodic review of items that were removed from itotal reusable instrument trays during re-processing was completed. The review showed that five tibial impactor tips broke where the impactor tip connects to the handle. Four impactor handles had the broken connector of the impactor tip lodged inside the impactor handle.

Manufacturer narrative:
Periodic review of items that were removed from itotal reusable instrument trays during re-processing was completed. The review showed that five tibial impactor tips broke where the impactor tip connects to the handle. Four impactor handles had the broken connector of the impactor tip lodged inside the impactor handle. Review of inspection records for the affected lots indicates that the impactor tips were manufactured to specification.